Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report measures taken: o2 mixer assembly replaced. Device successful tested. Device put back into service.

Event description:
There was no patient harm due to the issue. The o2 mixer assembly was replaced to resolve the issue. The issue could lead to too much o2: any increase of set o2, o2vol% (worst case scenario) and hyperoxemia (spo2: >98 %).